Event description:
There are three depuy components involved in the knee replacement. I would like to first say that if you have ever experienced knee pain you know when there is a problem with your knee no matter what everyone else is telling you. To provide some background, I have two total knee replacements and one total knee replacement revision (right side). The first one (left) I had done by dr. (B)(6) in (B)(6) 2010 and the second one (right) I had done by dr. (B)(6) ((B)(6) medical center) in (B)(6) 2013. The complaint or report of incident revolves around the events surrounding the right total knee replacement and the resulting knee replacement revision surgery on the same knee. As I mentioned, I had a total knee replacement on the right knee in (B)(6) 2013 at the (B)(6) by dr. (B)(6). Post-op went very well and better than the surgery on my left knee. The range of motion was considerably better than my left knee post-op. Consequently, I felt the post rehab went quite well, better than the left knee rehab and returned to work by (B)(6) 2013 without much continued physical therapy. I was waiting with little or no noticeable pain or stiffness and was progressing well. All that would change in (B)(6) 2013 (that same year) when, while waling on my afternoon break around where I work, my right foot caught on a piece of broken, uneven cement sidewalk causing me to fall forward on my right knee and side. I knew almost immediately that something was wrong as I noticed a bulging on the right knee I had not noticed before. I was sent to physical therapy in (B)(6) 2014 but that only made the knee pain worse so it was stopped and just continued focusing on the back pain caused by the fall. Dr. (B)(6) could not be more certain as to the continued pain and stiffness I was experiencing. Besides therapy he had me use a knee immobilizer which at the very least help somewhat with the pain. I continued with dr. (B)(6) for the minimum time required under (B)(6) before seeing another physician not on the panel list. I decided to go with dr. (B)(6) who done my right knee. I felt he and all people, should be able to tell me what the problem is with my knee since he put it in. I started out better than with dr. (B)(6) removed some fluid from the knee with negative results for any infection. He did acknowledge a problem but would not even speculate about the cause. It was looking like this was going to be a similar experience to that the dr. (B)(6). I ultimately sought out a third and final doctor (dr. (B)(6), (B)(6)) while still under the (B)(6) system. He was able to fairly, quickly, and easily determine through a simple procedure that in fact there was something wrong with the knee replacement as he has seen this often before. My employer's (B)(6) insurance carrier was notified of the findings but they refused to acknowledge the cause and would proceed by legally or through two ime exams deny the cause saying I am merely suffering from a knee sprain which I vehemently denied through an attorney I obtained to protect my rights and fight the insurance carrier's denial. Consequently, for almost two years I was walking around with a defective knee replacement. In (B)(6) 2015, almost two years to the day of the injury. Dr. (B)(6) operated and, as best he could replace the defective tibial component. Dr. (B)(6) would tell my wife that upon inspection in the operating room with a surgical tool to tap the component, that particular component went flying out of my knee upon being tapped. I was appalled but not surprised as I knew that something was not right for those two years. I was at the very least angered and disappointed that the two doctors that put in my knee replacements could not even put in a good effort to try to find the cause.